Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by cloudy effluent, abdominal pain and fever. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and began treatment with piperacillin sodium, tazocin (3.37 gm, intravenous, every 12 hours) and vanco (1gm, intravenous, x1) for the event. A day after the event onset, the patient began treatment with ancef + cefta (1.5gm each, intraperitoneal for 14 days, ongoing) and nystatin (for 21 days, ongoing) for the event. Four days after hospital admission, the patient was discharged and continued antibiotic treatment at home with ancef (1.5gm, intraperitoneal for 14 days) for the event. At the time of this report, the patient has recovered from peritonitis, abdominal, cloudy effluent and fever 23 days after the event onset. Action taken with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified antibiotic for the event (completed). The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.